Manufacturer narrative:
Submit date: 07/25/2016. An investigation is currently underway. Upon completion, a full detailed report will be provided.

Event description:
On (B)(6) 2016 the customer states the unit had physical damage. Upon triage on (B)(6) 2016 the service tech found the unit had a damaged power cord with exposed copper wire.

Manufacturer narrative:
A review of the information in the complaint file indicates this investigation was performed by a medtronic technical center for the reported condition of; physical damage/ damaged power cord with exposed copper wire. Therefore, this report will be based on information provided by the technical center. The scd express was evaluated and the customer reported issue was confirmed; external visual examination revealed a damaged power cord with exposed wire, a chipped case, and damage to the bed hook coating. The cause of the reported condition was determined to be due to accidental damage by the customer. The damaged power cord was scrapped to correct the reported issue. The unit passed all initial testing after failure analysis repair instructions were completed. Scd express was manufactured in 2008. A review of the device history record shows this device was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. Based on the investigation, no corrective action is needed.